Event description:
A manufacturer representative reported that patient experienced discomfort in their back near the spinal incision. The incision was opened and it was discovered that the tunneling straw was still around the lead, which is what was causing the discomfort. The healthcare provider removed the straw and anchored the wires of the lead. The tunneling straw was removed and discarded. The issue was resolved. No further complications were anticipated. The indication for implant was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.